Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 407 mg/dl. The customer's blood glucose reading at the time of the call was 70 mg/dl. Troubleshooting found that the customer wants information about carelink and was provided assistance to troubleshoot the high blood glucose. No further details given.